Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm monopolar curved scissors (mcs) instrument was broken. The customer was not able to install tips.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm monopolar curved scissors (mcs) instrument for failure analysis investigation. The instrument was analyzed and was found to have various scratch marks / abrasions on the tube adapter at the distal end. There was no material missing.